Event description:
Complainant alleged that during biomed testing, the device did not power up. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant declined to return the device to zoll medical technical service for evaluation.